Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the repeated over temperature and door failure complaints. A field service engineer (fse) inspected and found to be cooling properly at the time of service. The fse inspected the door switch, temperature probe, evaporator fan, and condenser fan, all of which were functioning as intended. The temperature probe was re seated and secured, as it appeared slightly displaced. Venting was confirmed to be unobstructed, and the unit cooled from approximately 50°f to the low 40s within a normal recovery period. Temperature history showed only a few intermittent spikes over several months, and the hospital¿s wireless temperature sensor had not recorded any recent high temperature alarms. Testing indicated that door failures could occur if internal bins were not fully closed before shutting the refrigerator door. Consultation with helmer and the site contact suggested possible user handling issues as the likely cause. The unit was verified operational and left running unloaded for continued monitoring, with guidance to reload and gather additional data if the issue reoccurred. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit was still not within the required temperature range and was displaying a temperature reading of 9 degrees celsius for the fridge. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.